Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged bacteria infection in her stomach. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. In the previous follow-up report (MDR 2518422-2022-67014-1), section h6 has been corrected in this report to reflect the correct information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. The patient had also alleged to have bacteria infection in stomach. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Device booted successfully and provided airflow using a known good dc power supply and ac cord. There were secondary findings also : error log shows 0 error. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 4070.3 machine hours were logged. Care orchestrator data was unavailable. Dust/dirt contaminant around the air inlet and iso port. Grey film contaminant on the top enclosure, front panel, rear panel, and bottom enclosure. Water ingress in the blower box. Damage to the blower box. Dark contaminant found at blower seal on blower box. Further evaluation also confirmed the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin. Section h6 updated in this report.